Event description:
It was reported that coil damage occurred. The target lesion was located the moderately tortuous and moderately calcified right internal iliac artery. A 12mm x 30cm interlock coil was selected for embolization. During the procedure, the device immediately became stiff when being inserted from the introducer into the microcatheter. Upon removal, it was noted that the tip of the coil was slightly protruding, and the coil itself was broken and frayed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Correction report is being filed to update h6 (device codes).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that coil damage occurred. The target lesion was located the moderately tortuous and moderately calcified right internal iliac artery. A 12mm x 30cm interlock coil was selected for embolization. During the procedure, the device immediately became stiff when being inserted from the introducer into the microcatheter. Upon removal, it was noted that the tip of the coil was slightly protruding, and the coil itself was broken and frayed. The procedure was completed with another of the same device. No patient complications were reported.